Event description:
Lead was capped due to dislodgment. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 this previously capped lead was explanted on (B)(6) 2022. Upon receipt, the lead was found cut 30 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The inspection showed that the insulation was found ruptured directly next to the ring electrode, which most likely occurred during the extraction procedure due to tensile stress. Further analysis of the returned fragment did not show deviations which might have led to the reported dislodgement. The fixation helix did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.